Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, patient underwent an endovascular procedure, to treat a zone 9-infrarenal aneurysm, utilizing gore® excluder® conformable aaa endoprosthesis. The physician performed the primary deployment. Upon removing the constraining mechanism when physician attempted to pull the red tab, the handle broke off. The whole constraining mechanism came off with handle. Physician was able to slowly retract the delivery catheter. There were no further issues, and ipsilateral leg component was successfully deployed. The patient tolerated the procedure. No patient adverse events occurred. Delivery catheter was discarded.

Manufacturer narrative:
Added g3/g4, h7 and h10. Further review of the event has determined that this event is not reportable. As the delivery catheter portion was not fractured, no issues with deployment of graft was reported, and no patient harm was observed during the procedure, this medwatch report shall be retracted.